Event description:
It was reported that after circulation for 4 hours and 26 minutes, and prior to weaning, the blood gas values changed and oxygenation ceased. A replacement device was used. The patient suffered from hypoxemia. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation. A supplemental medwatch will be submitted if additional information becomes available.